Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touchscreen was unresponsive. Pump was being used for demonstration at time of event. There was no reported adverse impact to customer's blood glucose. Reportedly, pump was replaced.